Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. Subsequently, this patient was seen in clinic and the device was found to be operating in safety mode which resulted in a syncope episode for this patient. Moreover, the device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.